Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.0, lab: 1.9. Less than 1hr between meter test and lab draw.

Manufacturer narrative:
Investigation pending.